Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.

Event description:
The customer reported that after boot up the red temperature indicator light turns on, and they cannot take x-rays. No patient injury was reported.